Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that a customer had an infusion set that snapped in half and led to customer's high blood glucose. The incident happened on (B)(6) 2018. Customer woke up in the middle of the night feeling sick and nauseous. Blood glucose was over 500 mg/dl at the time of the incident and the monitor was unable to give a reading which means that the blood glucose could be above 600 mg/dl. Customer stated the infusion set tubing pulled apart/broke away from the connector. Customer treated with manual injection and changed the infusion set. No product is expected to return.